Event description:
It was reported that the day after the intra-aortic balloon (iab) was inserted, the console generated a gas loss in iab circuit alarm. Blood was noted in the helium tubing and pumping stopped. The iab was removed and planned to be replaced. There was no patient harm or adverse event reported.

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. Reference complaint #(B)(4).

Manufacturer narrative:
Other relevant history updated. Complaint record ID #: (B)(4).

Event description:
N/a.